Event description:
Report received of a tubing separation. The customer reported "line broke open and an unspecified chemotherapy agent spilled onto the floor". There was no reported aderse effect to the pt or the staff. Though requested no add'l info was provided.